Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Half the tampon remained inside me [foreign body in reproductive tract]. Tampons coming apart [device breakage]. Case description: consumer reported via email that the tampons were coming apart and remained inside of her. No serious injury was reported.